Event description:
On 12/14/2023, infutronix received a report that a pump had a system error, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The device was returned for evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The return product was evaluated. The event log was performed. The reported system error was confirmed.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The event log was reviewed, and it confirms that there was a system error during an infusion. This can be seen by the line that reads: event 333: log_event_alarm time: 19:54:13 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_ack_alarm eventbytes: 05 54 13 02 44 00 31 e3 . The subcode 44 indicates a motor open, motor delay issue. The reported issue is confirmed. The pump does not meet passing criteria.